Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had broken atrial and ventricular connectors. The battery door was also broken. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis : analysis confirmed hanger assembly is broken. Device has backlight issue, connector on main printed circuit board (pcb) upper case is cracked at boss. Display wire insulation is pinched, wire insulation not compromised. Main seal is broken. 5392 broken connector letter sent back with return. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.